Event description:
It was reported that during a shoulder procedure, spots were noticed on the scope lens causing a complete loss of visualization during the surgery. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for there was spots on the lens. A visual inspection was performed and showed the scope to have distal tip damage and scratches on the negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed.